Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pains. The patient was admitted to the hospital. Device evaluation noted four paced beats at a rate of 130 ppm and then the patient went into a sort run of ventricular tachycardia (vt) noted on the surface electrocardiograms. A boston scientific technical services consultant discussed possible algorithm in the electrocardiograph equipment which inappropriately places a pacing spike on intrinsic beats. Device interrogation was advised and performed which identified noise and oversensing on the right ventricular (rv) and atrial channels. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.